Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four months after insertion she was hospitalized with aura migraine. About 3 years later, both coils migrated into her uterus, necrotic tissue was being expelled out of my body and the smell was horrific and a rare stage 4 large b cell uterine lymphoma in the areas of the coils were diagnosed. All these events are serious and unlisted in the reference safety information for essure, except for the event both coils migrated into her uterus (seen as partial expulsion of device) which is listed. In this case, consumer had to undergone a complete hysterectomy in order to remove the essure coils. Although the exact date and mechanism of partial expulsion of device were not known, considering the event's nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, although temporal relationship is suggestive, considering the pathophysiology and that a contributory role of essure is unlikely given essure's local action at fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0033, awareness date 14-aug-2015). It refers to a female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) in 2011. She stated that procedure was very painful. Four months later she was hospitalized with aura migraine. In 2012 joint issues set in and needed cortisone shots in back band shoulder. In 2013 the stabbing pain began one day when she bent down to pick up something from the floor. Since that day, her belly swelled so much that she looked 8 months pregnant and she started suffering from vertigo. In 2014, she started having of bacterial vaginosis; necrotic tissue was being expelled out of her body and the smell was horrific. On (B)(6) 2014 it was diagnosed that both coils migrated into her uterus and a rare stage 4 large b cell uterine lymphoma in the areas of the coils. She spent the remainder of last year in aggressive chemotherapy 6 (5 day continuous infusions - in hospital every 21 days) then radiation. In (B)(6) 2015, complete hysterectomy to remove embedded coils was done; once the coils were removed no more migraines, no pressure in her head no vertigo and less joint pain. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and four months after insertion she was hospitalized with aura migraine. About 3 years later, both coils migrated into her uterus, necrotic tissue was being expelled out of my body and the smell was horrific and a rare stage 4 large b cell uterine lymphoma in the areas of the coils were diagnosed. All these events are serious and unlisted in the reference safety information for essure, except for the event both coils migrated into her uterus (seen as partial expulsion of device) which is listed. In this case, consumer had to undergone a complete hysterectomy in order to remove the essure coils. Although the exact date and mechanism of partial expulsion of device were not known, considering the event's nature, a causal relationship with suspect insert cannot be excluded. With regards to the other events, although temporal relationship is suggestive, considering the pathophysiology and that a contributory role of essure is unlikely given essure's local action at fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.